Manufacturer narrative:
The analysis during repair did show that the bearings have been gritty. This caused higher friction in the bearings, causing higher current consumption and therefore increase of temperature in the head. It showed also that the inner side of the push button was scarred. This indicates that the handpiece was used to retract tissue from the treatment area (lift tongue, cheek or lip), causing that the push button was pressed, touching inner moving part, causing friction and therefore heat up of the push button. Both indicates that the product was not handled and maintained as requested by user instruction. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.

Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the lower lip with the size of approximately half a pea. A medical care was not necessary.